Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The cause of the faulty power switch was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the xenon light source had a defective power switch. The issue was found during the receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
An olympus technician was on the side and repaired the device. The power switch was replaced, and the device function tests were passed.  The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.